Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 40 mg/dl. The customer declined troubleshooting, however, and stated that the insulin pump alarmed the other night and woke her up. She stated that she was very grateful to have the insulin pump and the continuous glucose monitoring system. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.